Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed the implantable cardiac defibrillator was in backup operation. The device was reset. The patient was fine before, during and after the resolution.